Event description:
Nine reports of patients with various post-operative injuries, including neuropathies, edema, bruising, petechiae, blisters, and pain. All patients were of various ages, genders, size, and nationalities and had undergone surgical procedures of varying types and lengths. No consistencies were found in anesthesia care providers. All patients recovered from their injuries. Specific information follow: the patient was in supine position. The patient complained of pain to the right upper extremity. Small kernal-type nodules were palpated, which were very painful when touched.